Event description:
The complainant reported that the physician was perfoming a therapeutic procedure on a pt ( age and gender unk). The physician attempted to remove a 15 mm stone from the pt's bile duct. The stone proved to be very hard, consequently an alliance inflation device for lithotripsy, was attached to the lithotripter. The stone was so hard that is still could not be crushed and the wire to the lithotripter snapped at the handle, and the lithotripter tip failed to drop off. The endoscope was then removed from the pt and a soehendra brand lithotripter rescue device was moved down the lithotripter wire and the stone was successfuly crushed. The complainant indicated that the pt required temporary relief with the temporary placement in the pt of a flexima stent. The complainant indicated that the pt had no additional problems after the removal of the stent and the conclusion of the procedure and the pt's condition was "ok".